Manufacturer narrative:
Device evaluation: the pendant from the imaging system was returned to the manufacturer for evaluation and the reported issue of a beeping noise could not be confirmed. The mobile view station (mvs) pendant control was tested and system testing passed. Functionality and usability testing also passed. The 3d and 2d images were acquired successfully. Visual inspection found delamination of the front surface of the pendant.

Manufacturer narrative:
Correction: initial reporter updated to proper value.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The pendant for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed the pendant had damaged buttons causing the system to lock up and beep. The pendant was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has not been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a procedure the imaging system was beeping and the system will not take exposures. There was no impact on the patient outcome as a result of this issue. No additional information was provided.